Manufacturer narrative:
THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
THE CUSTOMER REPORTED AN UNSPECIFIED ITEM CLOGGED IN BIOPSY CHANNEL OF THE DUODENOVIDEOSCOPE. THERE WAS NO PATIENT HARM WAS REPORTED.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: D9, H2, H3, H6, H11The device was returned to Olympus for inspection and the reported failure was not confirmed.Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.